Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm, this alarm occurred during drain 2. The home patient (hp) stated the drain line was submerged in the water. The hp removed the drain line from the water. The hp would continue with therapy and call back with any questions. No patient injury or medical intervention was reported. On (B)(6) 2010, product surveillance spoke with the nurse regarding the incident. The nurse indicated that she was not aware of the situation. The nurse believes that this is an isolated issue, however she will contact the patient and review procedures with him and his caregiver. No medical intervention or patient injury was reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA renq-CAPA-(B)(4).